Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During a cardiopulmonary bypass procedure, the occluder module of a heart lung machine malfunctioned in a way that made the occluder position uncertain to the user. The user observed liquid inside the occluder interface module and that it had not been properly protected from fluid ingress. There was no reported adverse consequence to a patient as a result of this event.